Manufacturer narrative:
This complaint was received via user report # mw5167182. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged product issue. Additionally, no contact information was provided in the user report, rendering adc unable to conduct any follow-up activities. The device manufacturing date is unknown, and the date entered in section h4 reflects the date adc became aware of the event. All pertinent information available to adc has been submitted.

Event description:
Abbott diabetes care received a medwatch report #mw5167182 which reported the following information pertaining to an abbott diabetes care (adc) device: a healthcare professional reported on (B)(6) 2025 that a customer passed away while wearing an adc device; however, no further information was provided. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. The hcp made no allegation of deficiency with the adc device; therefore, based on the limited information available, there is no evidence to indicate that the abbott diabetes care (adc) device contributed to the reported incident.